Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (geenral)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma since 1993. Concomitant products included levocarnitine (briocor) since 2018, metronidazole (flasinyl) since 2009, multivitamins, plain (multi vitamin), naproxen sodium (aleve) from 2005 to 2010 and seretide (advair) from 2016 to 2018. In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced abdominal pain lower ("severe cramping") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2005, the patient experienced rash ("abdominal rash") and pruritus ("itching"). In (B)(6) 2009, the patient experienced micturition urgency ("urinary urge pain"). In (B)(6) 2010, the patient experienced irritable bowel syndrome ("extreme irritable bowels"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy and unilateral oopherectomy right). Essure (ess205) was removed in (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, rash, micturition urgency, dysmenorrhoea and irritable bowel syndrome had resolved and the menorrhagia, abdominal pain lower, vaginal haemorrhage and pruritus outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, irritable bowel syndrome, menorrhagia, micturition urgency, pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2005: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received: reporter and patient demographics were added. Concomitant disease, concomitant drugs, lab data were added. Updated suspect drug indication. Events vaginal bleeding, abdominal rash, itching, urinary urge pain, dysmenorrhea, extreme irritable bowels and abnormal bleeding (geenral) added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (removal of the device). Essure (ess205) was removed in 2008. At the time of the report, the pelvic pain, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, menorrhagia and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.